Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: deflation: observed one opening in the posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Brown particle observed inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device was explanted.